Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient was diagnosed with small bowel obstruction on (B)(6) 2020. It was reported that the patient underwent removal surgery on (B)(6) 2020 during which the surgeon noted extensive adhesions of the small bowel to the posterior aspect of the mesh. Great care was taken to dissect the bowel away from the mesh without injury to the bowel. Time of lysis of adhesions was over an hour. It was reported that the patient experienced severe pain and inflammation. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 08/19/2022.

Manufacturer narrative:
Date sent to the FDA: 5/1/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.